Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. After a guide wire crossed the lesion, a 9.0mmx40mmx80cm (5f) sterling¿balloon catheter was advanced for post dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. No issues were noted with the stent apposition and the procedure was completed. No patient complications were reported and the patient's status was good.